Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 18.5, hardware: iphone14.8, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod began coming loose from the infusion site while being worn for 4 to 24 hours, causing the cannula to dislodge. Additionally, the patient experienced pain during use, and the cannula was found bent upon removal.